Event description:
The stent was successfully deployed at the neck of the basilar tip artery. As the guidewire was being retracted through the stent, the stent migrated proximally to the junction of the left vertebral artery and the proximal basilar artery. The physician attempted to place a second stent at the target lesion but had difficulties crossing the first stent with the guidewire. The procedure was aborted at this point. The patient was discharged home the following day.